Event description:
Patient had multiple esophageal stents placed. Patient admitted approximately 7 months later with dysphagia. Md did egd and found large pieces of a "rubbery like" substance clogging lower esophagus. Substance removed and sent to pathology. Substance appears to be the covering from the stent that prevents the tumor from growing into the stent.